Manufacturer narrative:
Per direction by FDA in an email dated june 26, 2019, this emdr is being filed to submit new information obtained prior to a letter received on may 15, 2019, regarding the revocation of the asr for exemption e2013025. It was agreed upon with the FDA that the date of awareness would be the date of the email received, which is june 26, 2019. The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events:"complications associated with the proper implantation of the align¿ to urethral support system may include, but are not limited to:postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Per additional information received, the patient has experienced vaginal pain, dyspareunia, abdominal pain, chronic constipation, colitis, bladder and vaginal infections, vaginal discharge with odor, urinary frequency, low back pain, ¿cervical cough, appears friable and edges with capillary bleeding, center noted to be covered with fibropurulent material¿ (fibrosis), white and red blood cells, leukocytes, bacteria mucus in urine, urinary tract infection, cervical cuff inflammation, fever, bloody drainage, abdominal cramping and nonsurgical and additional surgical interventions, urinary tract infection, vaginal infection, pelvic pain, partner abrasion from intercourse, vaginal dryness, abdominal pain, left lower quadrant tenderness, bloating, nausea, constipation, pain with intercourse (dyspareunia), pressure with intercourse, vaginal discharge post-intercourse, right upper quadrant pain, pain in left groin (worse with intercourse), recurrent urinary incontinence, vaginitis, defecatory disfunction, overactive bladder syndrome, voiding dysfunction, frequency, urge incontinence, incomplete bladder emptying, variable urinary stream, dyschezia, fecal urgency, palpable vaginal mesh arms with tenderness left greater than right, emotional due to loss of husband secondary to dyspareunia, mild cystocele, vaginal burning, stomach pain, vomiting, rectal bleeding, depression, constipation, yeast vaginitis, and dysuria. She has required multiple non-surgical interventions and one surgical intervention consisting of an excision of the transvaginal portion of the tot suburethral sling ((B)(6) 2014). Reason for report: revocation of asr, report ID number: (B)(4), corresponding exemption number: e2013025.